Event description:
It was reported that the anesthesia system failed the leakage test during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 -date of implementation of UDI in manufacturing.

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. Expiratory channel pc board, safety valve, and two vaporizer valves were replaced. After the replacement of the above parts, the anesthesia system was successfully tested and was cleared for clinical use. The replaced parts have not been available for investigation as they were discarded. No device logs were received. Based on the lack of additional information, the true cause of the reported leakage issue has not been determined.

Event description:
Manufacturer's reference number: (B)(4).